Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that abutment screw fractured. It was discovered during a regularly scheduled cleaning. Patient stated he had been eating peanut brittle which is when he thinks the fracture probably happened.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. .

Event description:
Abutment screw was placed on (B)(6) 2006